Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the unexpected delivery of a ventricular tachyarrthymia therapy. There were eighteen non-sustained episodes with v-v intervals less than 220 milliseconds 11 to (B)(6) 2016. One inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing 2015 v-sics since last session 3.2 days ago. Right ventricular pace impedance steady at approximately 362 ohms through 22-oct-2014, begins to vary greatly starting (B)(6) 2014, rises out of range on (B)(6) 2016, and drops again to less than 400 ohms by (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead. The lead had high pacing impedance, a high sensing integrity count (sic), and non-sustained ventricular tachycardia episodes. When the patient moved their arms noise was observed and lead fracture was suspected around the clavicle. The lead detection was turned off and later the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.